Manufacturer narrative:
Citation: liang, s., lv, x.. Angioarchitecture and endovascular therapy of infantile dural arteriovenous fistulas. Neurology india 2024. Doi: 10.4103/neurol-india.neurolindia-d-23-00527 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding angioarchitecture and endovascular therapy of infantile dural arteriovenous fistulas the following medtronic devices were used: onyx deaths occurred in the study population; however, there as no statement establishing a causal or contributory relationship between medtronic product and the deaths. The cause of death was acute epidural hematoma at torcula. Among all patient adverse events / device product performance issues included: one patient died of acute epidural hematoma at torcula. This patient died of a sudden foramen magnum herniation 30 min after the treatment. Head CT showed an acute epidural hematoma at torcula. No further information was provided pertaining to medtronic products.